Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and release criteria was then checked. While the physician was checking on the release criteria, the patients blood pressure dropped. The patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and the procedure was ended with no closure device implanted. The patient was then brought to have open heart surgery to treat the effusion. During surgery the laa of the patient was ligated. No other complications were reported, and the patient is expected to make a full recovery.